Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had high chronic thresholds. The patient was undergoing an open heart procedure not related to the device and physician made the decision to replace the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors stretched, outer insulation cosmetic esc and depression, lead stretched, apparent explant damage. Full lead in segments returned and analyzed.